Event description:
Patient reported the infusion sets have leaked insulin at the cannula housing and connector, and this resulted in hyperglycemia of up to 500 mg/dl and ketones of "+++." She switched to a different type of infusion set, and this resolved the issue. The infusion sets were requested for evaluation, and she did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint describing a leak on the headset cannot be verified. The headsets meet product specifications. The returned samples (one cannula unopened lot: 5006083, two transfer sets opened lot unknown, one infusion set unopened lot: 5006073, one cannula opened lot unknown) were visually inspected, a click test was performed, a static pull test was made and tests for flow and tightness were performed. All test results were within specifications.